Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper® needle was used with a port-a-cath and kept in situ when it was observed that the needle had broken off from the rest of the device and the needle remained inside the port with the end exposed outside of the patient's skin. The device had been in use for five days for daily intravenous treatment the issue was observed by the patient's parents when it was discovered that the gauze dressing that protected the needle was stained with blood. The broken needle was reviewed by a doctor and successfully removed. The patient's port had to be accessed more frequently for treatment due to the device issue. No permanent injury was reported. See MFR: 3012307300-2017-00824.

Manufacturer narrative:
One used deltec® gripper® needle was returned for investigation. During visual inspection, it was observed the sample was received with the needle broken. The complaint was confirmed. A manufacturing review of a similar device was performed and no discrepancies were found. No root cause was able to be determined due to there being no evidence that the manufacturing process could create a weakness to the needle.